Event description:
It was reported that the swg unraveled during insertion. The event occurred in the uti department and the insertion site was the subclavian vein of a male patient (B)(6) years old, weighing (B)(6). The swg was removed. Another attempt at the procedure was made and was successful. There was no delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4). The device will not be returned.